Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) found the flow cell sample line had popped off the flow cell. The fse reconnected the line and verified the repair per established procedures; results meet published performance specifications. Per fse notes, no patient results were affected by this event. Fluids that pass through the flow cell during routine operation include diluent, blood, and lh700 series pak reagents (erythrolyse ii and stabilyse). The root cause for the leak is attributed to the flow cell sample line popping off the flow cell. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a fluid, from unknown source, was leaking from underneath the coulter lh 780 hematology analyzer. The customer was wearing appropriate personal protective equipment (ppe) consisting of a lab coat, glasses and gloves. There was no report of exposure to mucous membranes or open wounds. The operator did not seek medical attention. The customer did not review the material safety data sheet (msds); however, they are readily available. There is risk management plan in place at the facility. There was no impact to patient samples or results. There was no death, injury or change to patient treatment attributed or associated to this complaint.